Manufacturer narrative:
Product investigation completed. The ipp cylinder was visually inspected and functionally tested. There was a leak in the outer tube due to wear at a fold and avulsion. This cylinder had broken fabric threads and bulging when inflated. The allegation of cylinder aneurysm was confirmed. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which only the right cylinder and rear tip extender were replaced. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was received in which it was stated the explanted ipp had aneurysm on the right cylinder. Only this cylinder was replaced. Product investigation completed. The ipp cylinder was visually inspected and functionally tested. There was a leak in the outer tube due to wear at a fold and avulsion. This cylinder had broken fabric threads and bulging when inflated. The allegation of cylinder aneurysm was confirmed. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which only the right cylinder and rear tip extender were replaced. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was received in which it was stated the explanted ipp had aneurysm on the right cylinder. Only this cylinder was replaced.